Manufacturer narrative:
Sensor (B)(4) has been returned and pending investigation. A final report will be submitted once investigation is completed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing a skin reaction while wearing an adc sensor and experienced symptoms described as pain, soreness, itchiness and redness. Customer had contact with a healthcare professional and received unspecified injections for treatment. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing a skin reaction while wearing an adc sensor and experienced symptoms described as pain, soreness, itchiness and redness. Customer had contact with a healthcare professional and received unspecified injections for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. The sensor adhesive was not returned. The sensor plug was properly seated, and no failure modes were observed upon visual inspection of the sensor plug. The sensor applicator was not returned, therefore adc is unable to further test the returned product. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specifications. Dhrs (device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the remaining product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.